Event description:
It was reported that the insulin pump sustained cracks around the display window and had a broken belt clip slot. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip. No broken belt clip slot was noted. The unit had constant motor error alarms during the rewind process due to a corroded motor home switch. The insulin pump was unable to perform the displacement test due to the motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.